Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient had a photo refractive keratectomy (prk) enhancement on the left eye to improve distance visual acuity. The patient has complained of eye strain and double/ghosted vision. Binocular difficulties were noted on testing. The patient is currently hyperopic and cornea is too steep for a retreatment. The patient complained that double vision was blurry. The patient sought a second opinion from an ophthalmologist who wanted the patient to use expensive prism glasses. The patient would rather wear contacts or see if any visual training would help. Upon follow up, issues have been resolved. Patient has been released from physicians care unless patient has additional issues. Original plan was for mono vision.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).